Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The power tray assembly gave an error 1100 upon the first start-up. The tray was replaced to correct the issue. The cfg board was also returned for failure analysis but the reported failure could not be reproduced. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted nissen fundoplication procedure, the customer experienced a 252 and a 307 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to power cycle the system but the system faulted again upon startup. The customer cycled the core breaker but the issue persisted. The procedure was converted and completed using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse removed and replaced the cfg board and found that the issue was associated with the power tray assembly core (ipd). Once the ipd was replaced, the issue was resolved.